Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed both the devices were returned in original packaging with the batch number of the complaint on the label. The t1's have been cut from the suture and not returned. The t2's and partial suture were returned on the needle. Neither t2 is past the dimple for deployment. The variable depth straws were not returned. A functional evaluation, using a simulation meniscus, showed that neither actuator will push the t2 past the dimple and they will not deploy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing the implant further back on the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: case-(B)(4).

Event description:
It was reported that during a meniscal repair surgery, two (2) ultra fast-fix t2 implants could not be deployed. The t1 implants were left secured in the patient. Surgery was resumed after a non-significant delay with a johnson & johnson competitor device. No further complications were reported.